Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. This is the second of three implant complaints, see manufacturer report for the remaining complaint: 3011649314-2020-00660, 3011649314-2020-00662.

Event description:
It was reported that the hahn tapered implant failed. The bone grade is noted as grade iii. The patient has a history of heart disease, and a thyroid condition. The patient has a surgical history pacemaker, but no dental history prior to implant. The patient presented on (B)(6) 2019 for implant placement on a tooth of an unknown location. At the initial placement stability could not be obtained. It was at that time the device was removed. The provider also notes "bone loss" and that the implant was placed on a previous or simultaneous site. At the initial placement stability could not be obtained. It was at that time. The patient current status is noted as "satisfactory."